Event description:
It was reported that this inflatable penile prosthesis (ipp) functioned only for a limited period following the implantation and the deflation mechanism would not operate. The patient further reported that a subsequent revision was performed, during which the physician suspected the presence of air within the system, drained the reservoir, and replaced it. According to the patient, the device functioned for a limited period following this intervention. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.